Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 8 months post op, the patient continued to complain of pain and instability with her knee 'giving out' at times. A bone scan was completed which revealed micromotion in the tibial component which appears to mean that the press-fit prosthesis did not bond to the bone as expect. Approximately 1 year post implantation, the patient was revised. No further information or details are available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: (B)(6) 2023. D6b: (B)(6) 2023. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: knee occasionally given out, well position, no fracture or signs of loosening, no infection, bone scan revealed micromotion in component as the prosthesis did not bond to the bone. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42502806002 - femur trabecular metal cruciate retaining standard porous - 65358051. 42522100410 - articular surface medial congruent (mc) right 10 mm height - 65451797. 42540200032 - all-poly patella cemented - 65499703. Unknown depuy cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 8 months post op, the patient continued to complain of pain and instability with her knee 'giving out' at times. A bone scan was completed which revealed micromotion in the tibial component which appears to mean that the press-fit prosthesis did not bond to the bone as expect. The surgeon has recommended revision to a cemented product. No further information or details are available at this time.